Event description:
It was reported that shaft break occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm x 36mm, eccentric and de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated using a 2.5x15mm balloon catheter. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion and was predilated again using a 2.5 x 15 non-compliant balloon catheter. However, after many attempts, the stent broke 60cm from the shaft. The physician retrieved the device successfully and decided to postpone the procedure next time in order to use a rotablator. No patient complications were reported and the patient's status was stable. It was further reported that the shaft broke when the physician pushed hard in order to cross the calcified lesion using the buddywire technique for increased support. The broken part was retrieved using a snare.

Event description:
It was reported that shaft break occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm x 36mm, eccentric and de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated using a 2.5x15mm balloon catheter. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion and was predilated again using a 2.5 x 15 non-compliant balloon catheter. However, after many attempts, the stent broke 60cm from the shaft. The physician retrieved the device successfully and decided to postpone the procedure next time in order to use a rotablator. No patient complications were reported and the patinet's status was stable. It was further reported that the shaft broken when the physician pushed hard in order to cross the calcified lesion. The broken part was retrieved using a snare.

Manufacturer narrative:
The promus premier ous mr 38 x 2.50mm stent delivery system (sds), catheter batch was returned for analysis. A visual examination of the stent identified distal stent damage. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break 580mm proximal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis

Event description:
It was reported that shaft break occurred and the procedure was cancelled. Vascular access was obtained via the radial artery. The 80% stenosed, 2.5mm x 36mm, eccentric and de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated using a 2.5x15mm balloon catheter. A 38x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion and was predilated again using a 2.5 x 15 non-compliant balloon catheter. However, after many attempts, the stent broke 60cm from the shaft. The physician retrieved the device successfully and decided to postpone the procedure next time in order to use a rotablator. No patient complications were reported and the patinet's status was stable.